Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead has loss of sensing and loss of capture. It was reported that the patient had fallen and an x-ray showed that the lead had pulled back.